Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) occurred during initial drain was not confirmed; however per the complaint information the cause of the se 2240 is due to air being sucked into the disposable caused by the patient not connected when therapy initiated. The home patient (hp) had pressed go before connecting, then connected. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during initial drain. The hp had pressed go before connecting, then connected. The technical service representative (tsr) explained a se 2240 indicates a large amount of air has entered setup and that the hp needed to end therapy and start over with new supplies. The patient was involved but there was no patient injury or medical intervention reported. A follow up was made via phone call. The registered nurse (rn) was aware of the alarm. Per the rn, the hp was continuing therapy without any other complications. The rn would go over the proper procedure for conducting therapy. No further information was provided. There was no injury or medical intervention reported.